Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual increase in pacing impedances. The values are high, out of range at this time. This typically indicates something physiologic rather than mechanical. No noise events or changes in any other lead measurements were observed. The option of increasing the upper limit of oor impedance was discussed, if they continue to monitor. The rv lead remains in service at this time. No adverse patient effects were reported.